Manufacturer narrative:
The customer was sent a replacement pump. In follow up with a medela clinician on (B)(6) 2017, the customer reported that she was diagnosed with mastitis by her ob and was prescribed an antibiotic. The customer additionally reported that her mastitis is resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she was experiencing low suction with her pump in style breast pump. She has mastitis and a lactation consultant indicated that she needs a pump that will "drain" and pump correctly after her baby is done feeding.